Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized and was treated with unspecified antibiotics (intraperitoneal) for the peritonitis event. At the time of this report, the patient was still in the hospital and the patient has not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.